Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery after a bolus. Customer's blood glucose was 298 mg/dl. Customer had changed the entire set and device continued to alarm. Troubleshooting was performed and no insulin exited during fixed prime. Customer was advised to disconnect and reconnect the reservoir and infusion set, then manually push insulin through and insulin exit the tubing. Customer was advised to perform another manual prime and insulin pump alarmed no delivery again. Customer was advised to assemble a new infusion set and reservoir, however customer was unable too. Customer was advised the alarm was caused due by a set and reservoir occlusion. Customer is returning the reservoir for analysis.